Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.010.523, lot: 8953363, manufacturing site: bettlach, release to warehouse date: 29. July 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary it was reported that on (B)(6) 2019, while the surgeon was inserting a femoral recon nail (frn), the driving cap broke at the junction of the driving cap and radiolucent insertion handle upon striking it using a mallet. The driving cap and insertion handle are no longer in working order and needs to be replaced. There is no surgical delay and the surgery was completed successfully. Patient status is unknown. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken could not be confirmed as the image provided does not show the distal tip of the instrument. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The driving cap/threaded (part # 03.010.523 lot # 8953363) was received at the us customer quality (cq). The device had surface scratches along the shaft and several dents on the top of the proximal head. These comestic issues are consistent with normal use. The threaded tip of the driving cap is broken off only leaving its most proximal thread. The fragment was received lodged within another device, an insertion handle. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with an insertion handle and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The insertion handle/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states "insertion can be aided by light hammer blows on the driving cap." A note also exists stating "confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection." No product design issues or discrepancies were observed during this investigation. The driving cap/threaded (part # 03.010.523 lot # 8953363) was manufactured at the bettlach site on 29-jul-2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint is confirmed for the driving cap/threaded (part # 03.010.523 lot # 8953363). Its threaded tip has broken off. There were cosmetic issues noted that are consistent with normal wear. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523, lot: 8953363, manufacturing site: bettlach, release to warehouse date: 29. July 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 03.010.523 , lot: 8953363 , manufacturing site: bettlach , release to warehouse date: 29. July 2014 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a femoral recon nail (frn) on (B)(6) 2019, the driving cap broke at the junction of the driving cap and radiolucent insertion handle upon striking it with a mallet. The driving cap and insertion handle are no longer in working order. Surgery was completed successfully with no surgical delay. Patient status is unknown. Concomitant devices: mallet (part: unknown, lot: unknown, quantity: 1), radiolucent insertion handle (part: 03.033.001, lot: l785924, quantity: 1), femoral recon nail (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).